Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to pocket and lead erosion. Reportedly, the physician believes that the patient's body rejected the device and thus caused the erosion. There was no additional adverse patient effects were reported. This s-ICD was explanted.